Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device frequently generated high-pressure alarms. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device frequently generated high-pressure alarms. The review of event log found that a "high pressure" alarm was recorded in the event log multiple times. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found that there was no physical damage to the device. The reported problem was not confirmed. The probable root cause of the event was an anomaly in the component (the downstream occlusion sensor), and it will be replaced with a known good one.